Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The complainant's event typically caused by excessive force or prying/leveraging during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during surgery, the tip of the curette broke-off inside patient's ankle joint. It was not possible to remove the broken piece because it could not be located. Besides the fragment issue, the surgery was finished well and no further treatment is planned or needed.